Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. There was mild angulation of the aortic neck. Vessel tortuosity was slight and no calcification was reported. It was reported that the pigtail catheter was being removed without the support of a guidewire. It became caught on the stent graft and pulled the stent graft down 3 to 4mm. The physician inserted an angioplasty balloon and moved the stent graft back to the intended location. No sequelae were reported and the pt is reported to be fine.